Event description:
It was reported that during an endoscopic bowel resection procedure, the device's blade broke off and was able to be retrieved through the trocar. The doctor decided to convert to open due to the number of adhesions. An open shear was used to complete the case with no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.